Event description:
Asr revision, asr xl, right, reason(s) for revision: pain / high cobalt levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, right, reason(s) for revision: pain / high cobalt levels. Update - 31 oct 2014 - attached (B)(6) spreadsheet and marked as legal. Updated lot number and manufacturing date for the sleeve. Added expiry dates for all products. Doi confirmed as (B)(6) 2008.